Manufacturer narrative:
(B)(4). Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v186423, implanted: (B)(6) 2009, explanted: na.

Event description:
It was reported that the patient noticed a loss of therapeutic effect starting slowly after a colonoscopy about 2.5 months ago. The patient had bunion surgery, which the neurostimulators were turned off for, and noticed changes including weakness on the left side about three days after the surgery. The patient was noticing weakness and rigidity all over, including his arms and legs. The patient didn't feel the right ins was working, and was unable to adjust stimulation. The status lights were assessed and it appeared the right ins was depleted. The patient went to the emergency room, but nobody was able to help him. Later the patient felt that left ins was not working as well. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a computed tomography (CT) scan and x-rays taken on (B)(6) 2012. The CT scan showed the deep brain stimulation (dbs) leads appeared to be in the appropriate position and no bleed or mass effect was present. X-rays showed no evidence of cardiopulmonary disease. It was also reported a surgical revision took place on (B)(6) 2012. Both left and right implantable neurostimulators (ins) were replaced due to battery end-of-life (eol). Impedances were "good" on both new ins's. It was also reported the patient was seen for reprogramming on (B)(6) 2012. Impedances were checked and were "good." The right side ins settings were adjusted to 3.5 volts with c+, 3-. The left side ins settings were adjusted to 3.3 volts with c+, 0+, 3-. Both left and right settings had 90 microseconds and 185 hertz. The patient was comfortable at the new settings. The patient was seen on (B)(6) 2012 and had "done very well" with dbs. The patient found it helpful and had been able to reduce a medication dose. The patient continued with the current medication and dbs settings.